Event description:
Customer's father called to report the insulin pump alarmed for button error. Blood glucose reading was unknown at the time of the call. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.